Event description:
It was reported that a pump module had a channel disconnect alarm while infusing heparin. After the 1st occurrence, both pcu and all attached pump modules were replaced. Other infusions running at the time were fentanyl, propofol, and norepinephrine. It was further reported it happened a second time. After second event, just the pcu was replaced. Upon further follow up with customer it was noted one the pump modules infusing heparin had a corroded pin. There was a patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that a pump module had a channel disconnect alarm while infusing heparin. After the 1st occurrence, both pcu and all attached pump modules were replaced. Other infusions running at the time were fentanyl, propofol, and norepinephrine. It was further reported it happened a second time. After second event, just the pcu was replaced. Upon further follow up with customer it was noted one the pump modules infusing heparin had a corroded pin. There was a patient involvement but no harm.